Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was discharged (B)(6) 2016, was doing better, and was back at home. The settings were changed prior to the event on (B)(6) 2016 from 4.5 to 4.7 v, and the patient was admitted (B)(6) 2016, so the feelings of suicidality and depression had not seemed to be directly related to the changes in the deep brain stimulation (dbs) setting. It was noted it could be related to the medication changes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional from a clinical study reported via a representative the patient was hospitalized in a psychiatric clinic due to increased feelings of suicidality and depression since (B)(6) 2016. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if any diagnostics, troubleshooting, or interventions were performed. The issue was not resolved at the time of report. It was indicated the stimulation had not been changed yet as it was felt that would not be necessary since the patient's mood was slowly improving. The expected date of discharge was in approximately 1-2 weeks. It was noted no surgical intervention had occurred and none was expected. The patient status was alive with no injury. The patient's medical history included obsessive-compulsive disorder (ocd).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.